Manufacturer narrative:
The proximal only segment of the lead was returned severed 310 millimeters (mm) from the terminal pin. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pins, dried blood/body fluid was noted on the lead terminal end, cuts in the lead insulation, the conductors were extremely stretched, almost straightened and were noted to have been pulled to the point of fracture at the distal end. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Pressure testing of the inner and outer insulation was not completed due to the damage to the insulation. Laboratory analysis did not confirm the reported clinical observations.

Event description:
Additional information was received that the patient died approximately two years later with no additional information linking the product to the patient death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Lead measurements were noted to be stable and acceptable in bipolar configuration, so the decision was made to leave in bipolar and continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.